Manufacturer narrative:
The device (or applicable imagery) was not returned for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. A review of the complaint history from december 2017 to november 2018 revealed similar returned complaints. However, no potential manufacturing non-conformances were identified during the investigations. A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. A device history records (DHR) review and lot history review were unable to be performed due to unavailable device lot information. If the thv is not flush against the flex tip, the thv struts may catch on patient tissue or the sheath tip, making it more susceptible to dislodgement during retrieval. Not locking the delivery system can cause the thv to move away from the flex tip during retrieval, even if the thv was initially flush against the flex tip. A definite root cause is unable to be determined at this time. 100% of s3 balloons are inspected for: balloon outer diameter, working length single wall thickness, and visual inspection for deformation, mechanical damage, double mold lines, and flash. The balloon size is inspected and visual balloon inspection for distorted/pinched folds is performed. During final inspection, distal to proximal visual inspection is performed: inspect entire device and reject for missing components, incorrect assembly, device damage (e.g. Kinks, cuts); inflation/crimp balloon is rejected for distorted/pinched folds. During functional product verification (pv) testing, visual inspection is performed: inspect unit and reject for physical damage (kinks and cracks), loose or missing components. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve dislodged from balloon was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be confirmed due to unavailability of device. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. A definitive root cause is unable to be determined at this time. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the applicable trend category. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During deployment of a 23mm sapien 3 valve in the aortic position, the patient¿s pressure dropped due to long pacer run as the valve was positioned into the annulus. The system was pulled back (without locking the pusher) to allow pressure to return. Compressions were performed and the entire delivery system was removed. The valve embolized into the descending aorta. The loose valve was snared and removed. A second 23mm sapien 3 valve and delivery system were prepped and successfully deployed. The patient was alive at the end of the procedure.